Event description:
It was reported that during insertion of the iab through an introducer sheath, the iab was not fully advanced. The iab was removed and replaced without any pt complications. It was noted that the pt had a very tortuous anatomy.